Event description:
Senseonics was made aware of an incident where sensor broken into pieces during removal procedure. All the pieces of broken sensor were successfully removed. No additional information can be obtained regarding the broken sensor since the territory manager remained unresponsive.

Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2025. The hcp was able to successfully removeall the pieces of broken sensor. A return material authorization (RMA) was issued for the return of the broken sensor and upon receipt, a visual inspection was performed.it was noticed that the investigation was not possible since the sensor was received in pieces.no additional information can be obtained regarding the broken sensor since the territory manager remained unresponsive.the potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense 365 user guide mentions about it under "risks and side effects".

Manufacturer narrative:
An return material authorization (RMA) was issued for sensor replacement. The returned sensor was visually inspected and was noticed that it was broken in pieces. Multiple attempts were made to contact the user to gather additional details about broken sensor and whether it happened during removal. However, no response was received. Thus, no confirmation or further investigation of the complaint was possible. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense 365 user guide mentions about it under "risks and side effects". No resolution was possible for this complaint due to lack of response from the user. B4. Date of this report 17 april 2025. G3. Date received by the manufacturer? 17 april 2025. H6. Health effect - clinical code updated to 4580. H6. Health effect -impact code updated to 4648 h6. Medical device problem code updated to 1562. H6. Component code updated to 510. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.